Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: a review of the pump¿s black box data showed one cs 088 call service alarm. During testing, the ezprime steps were performed successfully with no call service alarms. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of the call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.